Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review was performed under (B)(4). Product code 150610004, work order (B)(4) was manufactured on 14/august/2015. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a left attune total knee to treat osteoarthritis. Patella was not resurfaced, and competitor cement was utilized. The procedure was completed without complications. Revision operative notes dated (B)(6) 2020 to treat pain and walking difficulty secondary to loosening of the tibial tray. Upon entering the joint, the surgeon debrided all periarticular scar tissue. The tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2020, (left knee). Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.